Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device would not recognize the connection to the patient via the defibrillation therapy electrodes. The customer indicated that a bls crew arrived on scene of a cardiac arrest call and connected the device to the patient. The device continued to prompt connect electrodes. The crew replaced the electrodes and continued to get the same connect electrodes message. Soon after the second attempt, a backup als unit arrived on scene and was able to provide a defibrillation shock to the patient using the same second set of defibrillation electrodes already connected to the patient. The patient's ventricular fibrillation rhythm was converted to normal sinus and the patient did not suffer any adverse outcome during this event. The customer indicated that they primarily use third party defibrillation electrodes and not physio-control electrodes.